Manufacturer narrative:
Follow up 12/15/2015: contact reported that bg level decreased and customer was doing great. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels remained elevated (300-400 mg/dl) over a period of 2 days. Customer changed the cartridge/ infusion tubing, and infusion site multiple times, however bg levels did not decrease. Customer administered a bolus through the pump to treat elevated bgs. System check was performed with tandem technical support and no issues were noted. Recommendation was made to consult with a health care provider, to discuss what may be affecting bg levels.

Manufacturer narrative:
.